Event description:
It was reported that the patient presented for a follow-up in-clinic. Upon interrogation, it was noted that the pacemaker was pacing since (B)(6) 2023; before the pacemaker was implanted. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of the ventricular pacing percentage anomaly was confirmed. Based on the review of the session record data the vp was shown as 88%, the event histogram data as retrieved from the device indicates that there were ventricular pace pulses. Programmer is showing 88% based on device data. The device is performing as intended.